Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic choledocholithotomy procedure, when performing clipping on the cystic duct, the exterior side of the clip did not come out, and the clip could not be closed. There were 2 cartridges packaged together, and one of them was able to be used as usual with the same lot number. There was no patient injury.